Event description:
Consumer complaint of low blood glucose results. Per the caller, blood test result is 41 mg/dl during the call. Control result performed at time of call was 20 mg/dl for a range of 32-62 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR's number is corrected.